Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer reloaded the same cartridge and received a minimum fill message. Reportedly, customer had been using the cartridge for 3 days and could not recall how much insulin was in the cartridge prior to the malfunction alarm. The customer was able to load a new cartridge, clear the malfunction alarm, and successfully resumed insulin delivery.